Manufacturer narrative:
Concomitant medical products: 4068-58, lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead exhibited noise that was reproducible only when the patient put their left arm across their body. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.